Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that the applicator was fully deployed with the no visible physical damage inhibiting functionality. The reported event of a broken needle was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted at the arm, which is off-label usage of the device, on april 23, 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.